Manufacturer narrative:
Product not returned. Device history record was reviewed and devices found to be within specification. Ncms were reviewed and no ncms were found for other components of the same part or lot number. Sterilization records were reviewed and found to be within specification. Devices were not expired at the point of use. There are no reported issues with other acetabular liners or femoral heads from the same lots. Per the local representative, the surgeon performed irrigation and debridement and replaced the femoral head and liner as a precautionary measure. Infection is a known risk for total hip arthroplasty, as documented in the instructions for use. The potential cause for infection is multifactorial, including, but not limited to, patient related factors (comorbidities, immunocompromise, preexisting infection, lifestyle factors, etc.), surgical factors (or environment, surgical technique, prophylaxis), post-operative factors (wound complications, care environment, delayed infection sources, etc.), or implant cleaning/sterilization issues. The root cause of the reported infection is unknown based on the available information and cannot be attributed to device performance at this time.

Event description:
It was reported that the patient had an infection. This event is also described in 3002498892-2025-00030.